Manufacturer narrative:
Per tandem's t:slim user guide, "a temp rate is used to increase or decrease (by percentage) the current basal rate for a period of time to accommodate special situations". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 347 mg/dl which was addressed with a manual injection. The customer stated that the health care provider instructed the customer to increase the temp rate; however, the customer inadvertently decreased the temp rate. No further troubleshooting was done as it was indicated that the customer would correct the temp rate. During a follow up call, it was confirmed that the customer's bg level was within target range.